Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital (B)(6) 2018 - (B)(6) staff member noticed that the instrument was broken whilst the instrument was being decontaminated and sterilised. The handle of the instrument has broken away from the drill guide at the junction.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.